Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. On (B)(6) 2015, there was a disconnection reported to be between the transfer set and the peritoneal dialysis catheter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. Twenty-six days prior to the receipt of this report, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be due to a disconnection of the transfer set. Treatment for the peritonitis event was not reported. On an unknown date during hospitalization, the peritoneal dialysis catheter was removed and the patient was started on hemodialysis therapy. After eight days of hospitalization, the patient was discharged. Seven days after discharge, the patient was readmitted to the hospital for the peritonitis event. It was not reported if the patient was recovering or was recovered from the peritonitis event. No additional information is available.